Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg is inoperable. The patient stated she has been without stimulation and unable to locate the ipg with charger for approximately 3 weeks. Consequently, the patient will undergo surgical intervention to address the issues.

Event description:
Follow-up information revealed that surgical intervention was undertaken on (B)(6) 2019 wherein the ipg was explanted and replaced with a new ipg. Therapy was reportedly restored postoperatively.